Event description:
Vns pt had developed an infection post-implant. It was reported that the pt irritated/scratched at the incision site. It was reported that granulation tissue formed at the incision sites a few months post-implant. The pt was prescribed pre-operative antibiotics; however, intraoperative antibiotics were not utilized during the implant procedure and post-operative antibiotics were not prescribed. The incisions reportedly appeared reddened and with healing issues. Treating neurosurgeon went in and cleared the granulation tissue from both the lead and generator sites, but it later returned. Infection was reportedly present at both the pulse generator/pocket and bipolar lead/cervical areas. The infection was treated with antibiotics and explant of both the generator and lead (including electrodes). The pt is reportedly doing well with no problems since explant. The infection has reportedly resolved. Reimplant is planned no earlier than 12 weeks after date of explant. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices.